Event description:
The reporter indicated the surgeon attempted to implant a 12.6mm vticm5_12.6 implantable collamer lens -12.5/+2.5/086 (sphere/cylinder/axis) in the patient's left eye (os) but the lens tore/broke during injection/delivery into the eye on (B)(6) 2022. There was patient contact but no patient injury. The lens intraoperatively implanted; removed and replaced for an identical lens. This resolved the problem. Cause is unknown.

Manufacturer narrative:
Weight-race:unk. . Claim#: (B)(4).